Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken assessed, as unidentified (tear) opening (no shell thickness, due the shell surface is damaged). And missing piece of shell assessed, as inconclusive. Additional observations: observed, 40 mm dark patch edge material inside gel device. Observed, wear abrasion on the device. No further actions are required, since no manufacturing issue is observed.

Event description:
Patient reported, right side rupture. Healthcare professional, later reported, rupture and pain. Devices has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional later reported rupture, and pain. Devices remains implanted.